Manufacturer narrative:
Based on the information available for assessment, a relationship between the twiist automated insulin delivery (aid) system and the reported event cannot be determined. Investigation into the reported event remains ongoing and a supplemental report will be filed once results are available. The current version of the twiist aid system user guide provides information regarding potential causes of hyperglycemia and ways to prevent it. Users are also instructed to have a backup insulin therapy available at all times. The cleo 90 infusion set is distributed by millyard advanced medical products, llc, for use with the twiist aid system. No components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, for further investigation.

Event description:
An initial event notification was received by sequel med tech, llc on 27-may-2026 and forwarded to millyard advanced medical products, llc on the same day. On (B)(6) 2026, the user reported that they performed a full supply change (twiist cassette, cleo 90 infusion set tubing and infusion site) at 06:30. They ate breakfast approximately 15 minutes later and stated that they remained in their target glucose range until approximately 09:45. The user then noticed that their glucose began to elevate, with values reaching 280mg/dl. The user confirmed symptoms of nausea and vomiting, with moderate to high ketones, but denied needing emergency medical services. The user was subsequently advised to follow-up with their health care provider due to their symptoms. The user completed another full supply change, resumed insulin successfully, and administed additional insulin via manual injection. Upon inspecting the removed infusion site, the user noted that the tip of the cannula appeared to be a "darker whitish color" than the rest of the cannula, which was clear. The user remains ongoing on their twiist pump.